Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because facility name, model name and serial numbers of the subject devices were not provided. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the (B)(6) agency that a patient had excessive bleeding from the back of the pharynx after the user facility performed 10 biopsies for patient's bronchial tumor during a procedure using an unspecified olympus bronchoscope the excessive bleeding caused airway obstruction and it resulted in cardiopulmonary arrest. The patient was rescued by resuscitation, such as airway control and cardiac massage. The report from the agency also reported that the biopsies may have damaged the bronchial artery nearby the bronchial tumor and it caused the bleeding. Other detailed information such as the model name of the device and facility name were not provided.